Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in lower area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("I feel bloated"), urticaria ("breaking out in hives") and loss of libido ("sex drive completely was gone") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, weight increased, abdominal distension, urticaria and loss of libido outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, loss of libido, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in lower area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("I feel bloated"), urticaria ("breaking out in hives") and loss of libido ("sex drive completely was gone") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, weight increased, abdominal distension, urticaria and loss of libido outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, loss of libido, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.